Manufacturer narrative:
Based on the claim against the product by the customer noting jaws would not open, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and reported failure was confirmed. The instrument was found to have a cracked clamping at the proximal end in the housing. A cracked clamping pulley can cause a loose grip cable at the distal end. Additionally, the instrument was found to have an input disk broken. Hairline cracks were found on grip input shaft. The complaint regarding jaws would not open was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the tip-up fenestrated grasper's jaws would not open and the instrument did not articulate. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.